Event description:
The customer reported experiencing two alarms, alarm 2 and alarm 26, indicating an occlusion issue. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer was using fiasp brand insulin which is off label use. It was determined that the issue was caused by a blockage in the cartridge. The customer was advised to change supplies as necessary and resume insulin therapy.